Manufacturer narrative:
The pump remains in use supporting the patient. The report of suspected pump thrombosis could not be confirmed. There are reportedly no further signs of thrombus. The instructions for use lists thrombosis, hemolysis, and right heart failure as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was not eligible for a pump exchange due to non-compliance with medications. The patient was kicked out of hospice care later that month for reasons unspecified by the center. The patient has since done well. No pump alarms, and no further signs of thrombus.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient was experiencing power fluctuations. The patient was otherwise stable; his vitals were stable, and there were no low flow alarms. His lactate dehydrogenase (ldh) level was at baseline and the plasma-free hemoglobin was 1mg/dl. Ramp echocardiography found the aortic valve was opening with every heart beat. The surgeon up-titrated the heparin drip, increasing the partial thromboplastin time goal from 40-50 seconds to 50-60 seconds. The patient was monitored closely. On (B)(6) 2015, the patient left the hospital against medical advice for reasons not provided. At that time, the cardiovascular surgeon felt the patient was going into right heart failure. His flows were down, creatinine was 3mg/dl from a baseline of 1.5mg/dl and his ldh increased to 685 u/l (from a baseline of 400¿s u/l). The patient was convinced to come back to the clinic on (B)(6) 2015 and was readmitted. IV milrinone was administered. The patient¿s vitals and pump parameters were stable, and there were no low flow alarms. There were mild intermittent increases in pump power from 6 watts to 8 watts. Since that time, the labs were normal aside from a hemoglobin of 6.7g/dl and a hematocrit of 22%. Information regarding whether or not any blood product was administered was not provided. An echocardiogram on (B)(6) 2015 showed an enlarged right ventricle, severely depressed right ventricular systolic function, and a dilated inferior vena cava. The doppler flow near the lvad showed normal velocities, pulsatile flow without cessation, and severely decreased left ventricular function. The hospital staff was not able to rule out thrombus. The cardiovascular surgeon believes the pump is actively clotting off due to a decrease in flows secondary to right heart failure. The multidisciplinary discussed possibly exchanging the pump; however it was reported that ultimately the patient's pump was not exchanged. The patient was placed in hospice care.

Manufacturer narrative:
Approximate age of device ¿ 6 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.